Manufacturer narrative:
Sc-1232 (sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 (sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 (sn (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes there is no allegation against the device. However, visual inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik anchor has resulted in the fractured cables. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that all components were explanted due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087484/7087517, UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason.